Event description:
Boston scientific received information that during a routine implant procedure, this lead was attempted to be implanted. Pacing was not delivered when required, resulting in asystole greater than two seconds. The lead was ultimately explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that the compete lead was returned with deformed conductor coils and insulation cuts. The clinical observations could not be confirmed as the lead passed all electrical testing. This damage was determined to be procedurally induced.